Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue. Guide catheter: heartrail 6f jr4. The device was not returned for evaluation. It should be noted that the coronary dilatation catheters (cdc), nc traveler rx, instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported balloon rupture. The traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with no tortuosity and no calcification that was 75% stenosed. Resistance was not felt during advancement of the nc traveler 2.5x15mm balloon dilatation catheter (bdc) through the lesion and it crossed successfully. The balloon ruptured during the first inflation at 12 atmospheres held for 20 seconds. It was stated that air was aspirated from the device while it was inside the anatomy. A replacement bdc was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.